Manufacturer narrative:
E3. Other occupation: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station database was identified as bloated and had 10 giga bytes database size. A technical support specialist (tss) shrank the database and initiated a full station data synchronization. After the synchronization completed successfully, the station was confirmed to be uploading and downloading data properly to and from the server, followed by a planned device reboot. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and was not connected or synced to the server. Two error notifications were noted for the station in health sight viewer (hsv) stating, device with download stopped and device not communicating. At the station level, no error messages were displayed on the screen, and the station appeared online in remote smart services (rss). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.